Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that there was an issue with the blood tubing. When the nurse spiked the blood, primed, and connected to the patient, the section just below the air collector closes to the patient broke off and leaked onto the floor. No injury reported. Customer provided two possible lot numbers: lot number 0061704941; production date: 11/14/2019; expiry date 10/31/2022. Lot number 0061712827; production date: 01/13/2020; expiry date 12/31/2022.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. In addition 3 photos, 2 of packaging, and 1 of the sample, were also provided by the facility. Visual examination of the sample noted that the backcheck valve was broken off inside the arm of the caresite valve. The provided photo displayed the same defect. Based on the evaluation of the sample and photos the reported defect is confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While we are unable to confirm the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.